Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.

Event description:
Quality manager reported the following event for their customer, (B)(6), "before using the devices for surgery, the tyvek of both units were not glued and the devices were no longer sterile."